Event description:
The customer reported that the sync button was not working intermittently.

Manufacturer narrative:
(B)(4). The customer reported that the sync button was not working intermittently. The customer spoke with philips to localize the issue to the processor pca. The customer replaced the processor pca to resolve the issue.